Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter: occurred during a lap. Colectomy. While clamped on the intestinal cavity the device did not react. They tried to remove the device with the manual tool but it did not react. The jaws remained closed and the device was slowly removed from the tissue using force but no tissue damage was caused. The case was completed using a new device. No patient injury.